Manufacturer narrative:
(B)(4). The device has not been received for analysis, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval flexible snare was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with plastic stent removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, as the physician was attempting to remove the stent it became very difficult to remove, and the snare loop broke. Reportedly, there were no troubleshooting steps performed. Although the procedure was completed, it was not reported how the procedure was completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.